Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred with the surgeon's head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate the instrument from the surgeon console. The movements of the surgeon did not scale appropriately to the instrument. The movement was greater than intended and in the wrong direction. The surgeon intended to move the instrument to the right and the instrument moved up. The timing of the instrument did not move appropriately. The instrument appeared to have some shakiness while attempting to be moved and the issue was persistent. The surgeon was attempting to hold and retract tissue. The reporter was unsure of the lot number to the drape and does not know if the drape is available to be returned. The was no injury to the patient and the instrument is available to be returned back to isi. There was no images or video recordings for isi review. Patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional, and no product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results as failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the prograsp forceps instrument's wrist movement were not moving right. The procedure was completed with no reported injury.